Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) artery and during angioplasty a perforation was noted. The 2.8x16 mm graftmaster covered stent was attempted to be advanced but could not cross due to the anatomy. Another 2.8x19 mm graftmaster covered stent also could not cross due to the anatomy. Finally the perforation was sealed with additional balloon dilatation. There was no reported adverse patient sequela. The patient was fine and discharged. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported device dislodged or dislocated was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. Additionally, the reported device embedded in tissue or plaque was due to a dislodged stent within the anatomy that was crushed against a vessel by another stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.h6: clinical code 4582 deleted, impact code 2199 deleted.

Event description:
Subsequent to the initially filed report, it was reported that during advancement of the 2.8x16 mm graftmaster, the stent dislodged before the perforation. The stent was unable to be retrieved so it was crushed to the vessel by another drug eluting stent. No additional information was provided.